Manufacturer narrative:
No adverse patient effects were reported. If additional information is received, a follow-up report will be submitted. Electrical wire.

Event description:
A 3m sales representative received information from a customer that 2269t 3m red dot neonatal monitoring electrodes were applied to babies and the cardiac monitor registered flat line tracing. The monitors were changed and the flat line still occurred. The hospital staff changed the electrodes and this cleared up the issue for this instance but they have observed this happening randomly with this specific lot. Replacement product was sent to the customer. The affected electrodes were returned to 3m and analyzed. Testing found that the defect was isolated to the red wires from mn wire lot 100827. Mn wire has been contacted and will investigate internally to determine a root cause and how much of the lead wire inventory is affected. The 3m will continue to monitor for this defect. Corrective action has been recommended.